Manufacturer narrative:
The impella device was not received from the customer. Therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported that after running for about 50 minutes flows suddenly dropped. Position was checked using transesophageal echocardiogram (tee), and additional volume was given neither intervention improved flow. Catheter appeared well-positioned but was repositioned as a precaution. After consultation, it was suspected that the catheter may have ingested material and required replacement. Catheter with sn (B)(6) was replaced with sn (B)(6). Afterwards, impella was not able to run without suction above p5 despite giving volume, optimizing position and increasing inotropic support. Patient was sent to ICU in grave condition.